Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The results when plotted on a parkes error grid fell into either the c, d, or e zone. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 6 (indicating early termination). Attempted to re-program sensor but sensor did not re-programmed. Visual inspection has been performed on returned sensor and corrosion was observed due to liquid ingress through sensor base. The sensor was found to be in sensor state 6. The returned sensor was de-cased and the returned battery voltage was measured and results were not within specification range. The sensor battery was replaced with known good battery and reprogrammed the sensor for accuracy testing. Sensor did not activated and an error was observed. Therefore, issue is unable to test. Section h6 (investigation findings) code c20 (no findings available) was selected, as adc was unable to perform further testing on the returned device. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The results when plotted on a parkes error grid fell into either the c, d, or e zone. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 6 (indicating early termination). Attempted to re-program sensor but sensor did not re-program. Visual inspection has been performed on returned sensor and corrosion was observed due to liquid ingress through sensor base. The sensor was found to be in sensor state 6. The returned sensor was de-cased and the returned battery voltage was measured and results were not within specification range. The sensor battery was replaced with known good battery and reprogrammed the sensor for accuracy testing. Sensor did not activate and an error was observed. An alcohol wipe was used to clean corrosion from the sensor's pcba (printed circuit board assembly). However, the sensor did not activate after reprogramming and an error message was observed. Therefore, issue is unable to test due to the corrosion on the pcba. Section h6 (investigation findings) code c20 (no findings available) was selected, as adc was unable to perform further testing on the returned device.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The results when plotted on a parkes error grid fell into either the c, d, or e zone. There was no report of death, serious injury, or mistreatment associated with this event.